Event description:
A vns physician reported that his battery cover latch on his handheld would not close and the cover was subsequently lost. A new programming tablet was provided to the physician. The physician stated that he will returned the handheld for analysis; however, the handheld has not been received to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.